Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient had no accident and no swelling over the implant bed was found. The external parts were checked and found to be functional. Testing carried out on (B)(6), 2011 shows that the device has malfunctioned.